Event description:
The healthcare provider (hcp) via the manufacturer's representative (rep) reported the device had become very superficial to the skin surface and needed to be revised. The hcp saw this issue. It was unknown what diagnostics or troubleshooting was performed. On (B)(6) 2016, the patient would be revised. At the time of the report, the issue was not resolved. Relevant medical history included spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.